Event description:
The user facility reported that water was leaking from the washer door of their reliance synergy washer out onto the floor creating a 5'x12' puddle in front of the unit. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the dryer piston valve was broken allowing water to get into the dryer hose and leak out water. The technician repaired the unit, ran a test cycle and confirmed the unit was operational.